Event description:
Information received indicates the nurse call is not working from either side rail.

Manufacturer narrative:
The technician replaced the side rail nurse control panels to repair the bed.